Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+ss (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result from an aliquot was 8.43 miu/ml with a data flag. This result was reported outside of the laboratory where the physician requested repeat testing as the result was lower than expected. The parent sample was repeated with a result > 10,000 miu/ml with a data flag. The same aliquot used for the initial test was repeated with a result of > 10,000 miu/ml; the aliquot sample was not re-centrifuged. The sample was repeated with a x5 dilution and the calculated result was 27,000 miu/ml. The sample was repeated with a x10 dilution and the calculated result was 28,900 miu/ml. The results of >10,000 miu/ml were reported outside of the laboratory. The hcg + b reagent lot number: 584579. The expiration date was not provided.

Manufacturer narrative:
Qc was run before and after the initial result and the results were acceptable. The field service engineer (fse) found no instrument issues. The fse checked, cleaned and replaced various parts. Instrument performance testing was acceptable. The same sample was run again and was the results were reproducible. The investigation is ongoing.

Manufacturer narrative:
The customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.